Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump had delivered insulin twice without the customer's input. The customer¿s blood glucose level was 319 mg/dl the day before the call. The customer took out the reservoir from the pump and noticed it was very low. The customer reported the sensor would go into warm up mode and then lose connection. The customer also mentioned sensor glucose versus blood glucose differences. Troubleshooting was not completed as the call was dropped. The insulin pump will not be returned for analysis.